Event description:
On (B)(6) 2013, a patient reported blood glucose results of ¿54 mg/dl¿ with a lifescan meter and ¿93 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. This complaint is being reported because the reported issue was not resolved with troubleshooting. There is no indication that the product caused or contributed to an adverse event.